Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in the sensing integrity counter (sic) and noise was seen on the right ventricular (rv) lead. Noise was also noted on the right atrial (ra) lead. The patient noted they had this issue previously. The leads remain in use. No patient complications have been reported as a result of this event.